Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with diabetic ketoacidosis. Blood glucose value at the time of the incident is unknown. The customer explained that it was caused by the infusion set pulling loose. The customer had it inserted in thigh and it apparently pulled loose when she went to the restroom. The customer did not notice it until she became very sick and ended up in the hospital. Troubleshooting was not performed. The customer was in the hospital being tested. The insulin pump will not be returned for analysis.